Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: article 399.098 lot 5934351 has been manufactured in (B)(4) with work order (B)(4) on 02-jun -2015. Product inspection: the part returned has been re-inspected for all the features pertinent to complaint condition. The review of the DHR shows no non conformities. The 100% inspection of the locking mechanism is documented in inspection. In the period of 01-aug-2014, till 18-aug-2016, (B)(4) of article 399.098 have been manufactured. This complaint is the only one in the same period. The performed functional inspection shows that the spring of the forceps is broken and the locking mechanism does not work. This complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Manufacturing date: june 05, 2015. No deviation listed in the device history record. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the forceps broke after completion of the sterilization cycle of the instrument. This is report 1 of 1 for com-(B)(4).